Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to care alerts. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had high superior vena cava (svc) and rv impedance. A lead revision has been scheduled for the next weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #geo event description: it was reported that the right ventricular (rv) lead (6935m) exhibited high impedance of the defibrillation conductor. The patient came to the hospital due to care alert. The lead was explanted and will be returned for analysis. No further patient complications have been reported as a result of this event. Preliminary geo assessment: pli10: rv lead - review of provided std revealed: >> lead implanted on 03-sep-2015 >> patient alert for out of tolerance subthreshold lead impedance on 22-may-2018, 26-may-2018 and 08-jun-2018 >> non-sustained vt episodes >> high impedance (sudden) of the defibrillation conductor (>200 ohms) results analysis report: the full lead was returned and analyzed. Analysis indicated that the rv defibrillation coil developed a fracture due to flexing while in vivo. Pli20: device - no complaint preliminary geo conclusion: pli10: rv lead - suspectedlead issue pli20: device - suspected device ok product analysis #234201921:kyle mai / thu may 31 2018 12:39:02 gmt-0500 central daylight time analysis summary for pe#: 0702568477-10 analysis transaction ID#: 234201921 model#: 6935m62 serial/lot#: tdl123560v methodology and techniques: the actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information -- 2018-05-31 12:38:58 cst pli# 10 product ID# 6935m62 the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Product analysis #235032851:dianna ngo / wed aug 08 2018 18:13:28 gmt-0500 central daylight time analysis summary for pe#: 0702568477-10 analysis transaction ID#: 235032851 model#: 6935m62 serial/lot#: tdl123560v methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: leads - common tests, leads - analysis finding / cm distal, and leads - high voltage. Results of analysis: based on analysis, the product failed to meet performance specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2018-08-08 18:13:22 cst pli# 10 product ID# 6935m62 the full lead was returned and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: dvmb2d4, serial# (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to care alerts. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had high superior vena cava (svc) and rv impedance. A lead revision has been scheduled for the next week. No patient complications have been reported as a result of this event. (B)(6) 2018: the lead was explanted and replaced.